Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the monitor, video control board and the pc card disk. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the quality of the images, on the 9800 system, are not the same as on other systems. The images appear to be dark. It was also reported that the system auto contrast will, intermittently, turn itself off. There was no report of pt injury.